Manufacturer narrative:
Correction as the event is a product problem and adverse event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported the ins will not charge well. The patient stated the controller charges well from the wall, but charging the internal device is causing some issues where they cannot charge enough. The patient stated that this is on and off and because the ins was not holding a charge very long. The patient stated it won¿t let them charge long enough to last. The patient stated when they do get a full charge in the ins they will lay there all night because they will hurt real bad when they are laying down and getting up. The patient stated the ins helps most of the time, but when they check the ins, it is completely dead, and they charged it two hours ago. The patient stated it was a chore to charge frequently. The patient stated they were willing to work out the tweaks. The patient also mentioned they will sometimes see a software problem on the screen. The patient stated they see this when they are recharging. The patient stated they will leave the controller alone and walk away, and when they come back the controller is fine. It was reviewed to resolve the software problem; the patient can take the battery pack out and then reinsert and the screen issue should be resolved. The patient spoke with their healthcare professional (hcp) and wanted to meet with a manufacturer¿s representative (rep). No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the patient would lose the connection without moving the charging antenna, and would have to try multiple times to reconnect. The patient reported always trying to charge to 100%, but finds she needs to recharge again only 4-5 hours later. During the call, the battery was at 30% and the caller reported charging to 100% that morning. The patient also reported seeing a system error while recharging; the patient did not remember the error but had trouble reconnecting the recharger to the ins. The patient tried to charge on the call and got excellent coupling. Charging best practices were reviewed and the patient was advised to keep a diary of recharging, and the patient was advised to follow up with their healthcare provider (hcp). No symptoms were reported. There were no reported complications and no further complications were expected. Patient was implanted for spinal pain.